Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added d3: manufacturer updated d4: lot number d4: unique identifier (UDI) number g3: date received by manufacturer added g6: type of report updated h2: follow up type added h3: device evaluated by manufacturer updated to yes h4: device manufacturer date added h6: component code added to 451: electrode h6: impact code added to 4648 - insufficient information h6: clinical code added to 1994 - pain h6: clinical code added to 4521 - cramp(s) /muscle spasm(s) h6: device code updated to 2682 - patient-device incompatibility h6: investigation code added to 3331 - analysis of production records h6: investigation code added to 4119 ¿ insufficient information available h6: investigation findings code added to 3221: no findings available h6: investigation conclusion code added to 4315 - cause not established h10: additional narratives/data the following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem

Event description:
It was reported by the patient that she is getting shocking pain and muscle spasm while using spinalpak pain level is 9. States pain started thursday patient has not increased her daily activities did not seek medical treatment. New controller and electrodes was shipped to patient. Advised her to conduct a time test at one hour increments after her pain subsides. Treat 1 hour per day for the first three days. If she do not experience any pain she should increase treatment time by 1 hour each day after that. Advise her to call back with any issues during the time test. Replacement 63b electrodes

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Concomitant medical products: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is getting shocking pain and muscle spasm while using spinalpak pain level is 9. States pain started thursday patient has not increased her daily activities did not seek medical treatment. New controller and electrodes was shipped to patient. Advised her to conduct a time test at one hour increments after her pain subsides. Treat 1 hour per day for the first three days. If she do not experience any pain she should increase treatment time by 1 hour each day after that. Advise her to call back with any issues during the time test. Replacement 63b electrodes.